Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on 01/04/2016. The fse found that the evacuation bypass valve (ebv) was not functioning correctly. The fse replaced the ebv resolving the issue. The system was operational. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported they are failing positive controls and focus on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.